Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device cannot be filled due to pump error. Per follow up information received via email on 08aug2024, device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so you can see what was done to solve the problem. No patient involvement. Therapy was finished with another device. Per sample evaluation results on 10oct2024, it was reported that new circulation pump did some unusual noises. The pump rate was too high. Calibration not possible, error number 1(pre-warm bypass flow error).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device cannot be filled due to pump error. Per follow up information received via email on 08aug2024, device would be repaired at crs depot. No patient involvement. Therapy was finished with another device.